Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the front therapy electrode. The patient reported that she had a burning sensation and that she saw her doctor and was putting a cream on the affected area. During a follow-up it was reported that the patient's skin irritation had healed. There was no alleged device malfunction.